Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. (B)(4).

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a foley catheter. The customer (rn) reports an indwelling 8 fr, 3 cm silicone foley catheter was placed and the foley was found in the diaper, at 0300 hours on (B)(6) 2013, by the rn with the balloon deflated and proximal 1/4 end of the catheter missing. The pt was asleep during the time of the event. The catheter piece was never found, and the pt did have testing at the hospital to discern if any pieces were still in her bladder the day after it was found and the rn reports the testing was negative. The customer (rn) reports they were concerned about the possibility of the balloon/catheter pieces in her bladder. She is a very fragile child who is awaiting a transplant and this is the first time this has ever happened to her. The client is stable at current, she is medically very acute, her diagnosis is mmihs and she is pending numerous transplants.